Event description:
A malfunction alarm was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was provided with pump reset information.